Event description:
Reported indicated a vns (B)(4) computer was frozen on the "welcome to cyberonics" screen. Performing a hard reset resolved the screen freeze, but then the screen would not advance past the "align screen" prompt. Attempts for product return and subsequent product analysis are in progress.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.